Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. It was reported the patient had an over discharge. They had been unable to charge their stimulator for a while. The issue was due to patient compliance. The manufacturer representative unsuccessfully attempted to read battery. The patient was coming back to the office for a physician mode recharge and reset of battery on (B)(6) 2021. No symptoms were reported. It was reported the patient needed an MRI of lumbar spine. The patient stated the ins would not charge and the issue began about 1 year ago. Additional information was received. It was reported the manufacturer representative attempted a physician recharge mode, however it did not work and the patient would need their device replaced or removed.